Event description:
This is report 2 of 2. It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The cause and treatment of the peritonitis were not reported. It was unknown if the peritonitis resolved prior to death. The cause of death was reported to be myocardial infarction. The patient died in the hospital. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The death box was inadvertently not checked in the previous submission. A review of all batch record documents for potentially associated lot numbers h13j25119 and h13l12063 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).